Event description:
Procedure type: low anterior resection; patient female. According to the reporter: stapler did not deploy properly, incomplete ring, broken/bent staples when specimen taken apart. The patient had to have an anastomotic revision was hand-sewn extending surgical time 45 mins to 1 hr. There was some add'l tissue loss in terms of trimming of the colon and also later with the closure of the ileostomy. No significant blood loss.

Manufacturer narrative:
The initial report for this incident was received on 11/28/2007 and was asr reportable. However, add'l info received made this an MDR reportable serious injury.